Event description:
Customer states the lift automatically operates down when person is on it.

Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 9616091-2013-01373 indicting the brand name as ac powered lift with a common device name of 880.5500. The correct brand name is non-ac powered patient lift with a common device name of 880.5510.